Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that since the patient was implanted their left arm had been "killing them". It was noted that the patient has had two neck fusions in the past. It was noted that the health care provider told the patient on (B)(6) 2013 that they needed an MRI "right away" because they thought the patient may have had "discs in neck bulging out". It was stated that the patient thought that when they were putting her on the surgery table, they may have bent her neck. Approximately two and a half weeks later, it was reported that the patient did not have concerns regarding her device or therapy. It was later reported that the health care provider (hcp) was unaware of any of the patient¿s issues other than a mild skin infection. It was noted that there were no issues with the device. Five days later it was reported that the patient did not have concerns with the device or therapy.